Manufacturer narrative:
Manufacturer's investigation conclusion: the reported no external power alarm was confirmed via the submitted log file. The log file contained 256 events spanning approximately 8 days (from on (B)(6) 2022). On (B)(6)2022 14:48:17, the no external power alarm activated due to both power cables being disconnected at the same time. The patient appeared to be performing a power source exchange from the mobile power unit (mpu) to batteries when both external power sources to the controller were disconnected. The backup battery activated and supported the system without issue. The heartmate 3 system controller was not returned for evaluation. The root cause for the reported event was determined to be related to the user disconnecting both power cables during a power source exchange. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The system controller was shipped to the customer on 11oct2021. System controller warnings, alarms and the actions to be taken as a result of the alarms are described in the heartmate 3 lvas instructions for use (IFU) in the alarms and troubleshooting section and the heartmate 3 lvas patient handbook alarms section. Keeping one power source on the system controller while exchanging external power sources is addressed in the heartmate 3 lvas patient handbook, which states ¿at least one system controller power cable must be connected to a power source ¿ either the power module, mobile power unit or two heartmate 14 volt lithium-ion batteries ¿ at all times¿. Exchanging external power sources is addressed in the heartmate 3 lvas patient handbook. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that low voltage and subsequent no external power events were noted on (B)(6) 2022. The patient did not recall hearing any alarms. Log file review confirmed the loss of external power event which was the result of the controller simultaneously losing both black and white cable power from the mobile power unit (mpu) during a power source changeover to batteries. The alarms resolved once power was restored and pump support was not interrupted during the event. It was recommended to perform a controller self-test to ensure speakers and indicators were functional. A self-test was performed. The patient was stable with no changes to plan of care.